Event description:
It was reported that the measured battery voltage was below the voltage needed to trip the recommended replacement indicator; however, no indicator had been triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was explanted and replaced after elective replacement indicator was triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 1581 st. Jude lead, implanted: (B)(6) 2005; 1688tc st. Jude lead, implanted: (B)(6) 2005. (B)(4).